Manufacturer narrative:
On 04/20/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/27/2017 software analysis was unable to determine probable cause with the information provided. It is suspected metal interference was cause of symptom. On 05/01/2017 a medtronic representative, following-up at the site, speaking with the surgeon confirmed metal was in field causing issue. After removal of the metal, issue was resolved. The surgeon used this same navigation system in a subsequent procedure, arranged room setting to remove metal in the field, successfully used navigation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a functional endoscopic sinus surgery (fess), their navigation system was not able to track instruments. In trouble-shooting, it was suspected there was metal in the field causing interference. No further details regarding this issue were provided. As the issue was identified prior to the start of the procedure, the use of the navigation system was abandoned. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.